Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic following an appropriate high voltage shock for ventricular fibrillation. Upon review, the implantable cardioverter defibrillator exhibited instances of undersensing during the episode due to the variation in amplitude of the patient's ventricular fibrillation waves. The device was reprogrammed.